Event description:
Due to the meter, pt has been hospitalized twice. Pt does not know when the incidents happened or the readings obtained at that time. Pt has never gone into the set up mode. Pt thinks the meter has been in the wrong unit of measurement for the past 5-6 months. The only info pt provided, was that they tested on their meter and the reading was low, pt went to lie down and passed out. The paramedics came and took them to the hospital and pt was treated with insulin [sic]. Pt does not recall the readings at the hospital. Pt claims the first time pt was admitted for 3 days and the second time pt was admitted for 5 days in the hospital. Pt compared their meter to md's meter and md's meter read 400 mg/dl where their meter read 287 (meter was in mmol/l). The comparison between the two readings is invalid and the time difference was several hours. Md told pt to take their insulin. Pt is on a set amount of insulin, 20u of l in the am and 10u of l at pm. Pt suffered a serious injury; however, there is no evidence that meter contributed to the injury.